Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a red and irritated rash. There was no alleged device malfunction contributing to the irritation. The patient¿s rehab nurses gave the patient benadryl for the skin irritation. Follow up indicated that the skin irritation improved.